Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the locking components were damaged causing the device to run in the safety position or load position (power broken). This was determined to be due to user error, abuse and user error. It was determined that the vanes were worn out causing the device to run below the operational specification. This was determined to be due to wear from normal use and servicing over time. It was it was determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with an assembly tooling issue at manufacturing, which has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the motor device had a hole in the hose at the foot pedal end. During in-house engineering evaluation, it was determined that the device had a hole in the hose near the muffler, ran in the safety position (power broken) and at (B)(4) rotations per minute which was below the operational specification, had damaged locking components and broken vanes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.